Manufacturer narrative:
Pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to constant pump error 38 alarm during rewind. Unit received with cracked retainer, minor scratched display window, fading serial number label and scratched case.

Event description:
The customer reported via phone call that the pump had no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she can't get the pump to rewind. The customer reported that the rewind complete message appears, but piston does not move inside compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.